Manufacturer narrative:
(B)(4). Date sent: 9/23/2025. An internal rrt call was held and the following was obtained: the surgeon has recently been concerned with the issues that occurred during that was reported with bleeding and an extended recovery time.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2025. D4: batch # m9cu9l. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards, with a tyvek, with the handle shrouds partially opened, and with four reloads present. The gst60g reload (b) was received fully fired with no apparent damage. The gst60g reload (c) was received fully fired and with damage on reload deck. The gst60b reloads (d and e) were received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. The found damage on the handle shrouds, could possibly be due to an improper handling of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The found damage on the anvil, is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Device history review a manufacturing record evaluation was performed for the finished device batch number m9cu9l, and no non-conformances were identified. Additional information was requested and the following was obtained: indications for the procedure: right video-assisted thoracoscopy with segmental nodule resection. Was reinforcement material used? Not used. Does the surgeon wait 15 seconds before firing? Yes, prior to every firing. Was blood loss estimated? No. How was bleeding managed? Reinforcement of the intersection between staple lines with sutures. Were blood products administered? No. Was any medical or surgical intervention required? If so, describe it. Reinforcement of the intersection between staple lines with sutures. Was the patient¿s postoperative care modified due to difficulties with the device? Prolongation of ICU stay. Could you clarify if there were any consequences for the patient? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a resection, after the shot, the second shot with the second reload presents continuous bleeding between the two lines of brackets. In addition, it is evident that some brackets have incomplete closure in certain segments of the suture line. The procedure was delayed by 30 minutes.